Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the alarm sensor of their high flow insufflation unit had intermittently poor sensitivity, and sometimes would not sound. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: b5; d8; e1; g3; h2; h3; h4; h6 and h11. Corrected field: e3; g2; h8. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue was found during inspection for use.